Event description:
An occlusion alarm was reported, although the alarm number could not be verified in pump history. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, nor did the cgm read ¿high,¿ indicating there was no adverse impact to the customer¿s blood glucose level. To resolve the issue, the customer changed the infusion set and cartridge and continued with insulin therapy. There were multiple previous occlusion events, resolved in the same manner, and the issue was recognized as recurring, prompting further assistance from technical support.